Manufacturer narrative:
Duplicate; issue captured and reported on MFR# 3013756811-2023-61537.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.